Event description:
It was reported through the submission of a revision usage sheet that the patient's left knee was revised. Usage indicates a 4x10 ps insert and 4x11 ts insert with no indication if one was wasted. Update 18/april/2024 wg: spoke with an affiliated rep (not the rep identified with this pi). No stryker rep was present for the surgery. Post-operatively, competitor rep told the affiliated rep that the surgeon implanted the 4x10 ps insert and 'wasn't happy' with the stability and thickness for the patient's anatomy. The 4x10 ps insert was wasted, and a 4x11 ts insert was implanted. There were no allegations made against the wasted implant.

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown knee implant was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.